Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Follow up information received that the patient underwent surgical intervention in which the leads were explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2020-32640, related manufacturer reference number 1627487-2020-32641. It was reported that patient had a fall sometime in 2019 resulting in ineffective stimulation. Patient's leads had migrated, patient may undergo surgery to correct this issue. Patient is stable.